Manufacturer narrative:
Consumer admits to leaving the product on and unattended which is a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer is alleging that her heating pad burned her bedding. She states she left the heating pad on and unattended on her bed. When she returned she found the damage. There were no injuries reported with this incident.

Manufacturer narrative:
Consumer admits to leaving the product on and unattended which is a violation of the instructions and warnings provided.

Event description:
Consumer is alleging that her heating pad burned her bedding. She states she left the heating pad on and unattended on her bed. When she returned she found the damage. There were no injuries reported with this incident.